Event description:
It was reported that during a da vinci-assisted surgical procedure, erbe generator had no energy. There was no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse confirmed erbe errors in the log. Fse replaced the erbe to resolve reported issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The erbe was analyzed and found reported failure (m-02 and m-03) errors were confirmed and reproduced. The unit was placed on an in-house system and was run in normal mode. Also, fa conducted visual inspection and found no significant scratches or dents. The front bezel was not cracked. The complaint was confirmed by failure analysis.